Event description:
Spontaneous. (B)(6) director of nursing, reported curlin pump issue. Stated that pump runs 1st hour and 45 minutes perfectly and then starts giving away error such as down occlusion or upper occlusion. (B)(6) troubleshoots by opening the cap and straightening the line of curlin tubing as there are formed air bubble. (B)(6) states this is cumbersome and takes a lot of time. Asking if there is any trouble shoot advise. (B)(6) was not able to properly pinpoint of the exact cause and we will have a replacement of the pump. However, rx is now expired and need a new rx. We will need to arrange curlin pump exchange due to pump malfunction as soon as new rx comes in. Unknown if patient missed a dose or experienced an adverse event pump is available for return. No further information. Indication: dermatopolymyositis, unspecified with myopathy. Reported to cvs/caremark by: health professional.